Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the parts not being returned. The DHR was not reviewed due to the lot numbers being unknown. There are no indications of manufacturing defects. The part/lot complaint review could not be performed due to the lot numbers being unknown. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00215, 0001032347-2020-00216. Medical products: elevator #77r, part# 09-0313, lot# ni, elevator #1, part# 09-0259, lot# ni.

Event description:
It was reported the instrument fractured during surgery. The procedure was completed with a back-up instrument. No adverse events were reported as a result of the malfunction.